Manufacturer narrative:
Voluntary medwatch mw5120750.

Event description:
Related manufacturer reference number: 2017865-2023-46442. It was reported that an impedance issue and device sensing issue were detected on the right ventricular (rv) lead, and under-sensing was detected on the right atrial (ra) lead. No further information was provided. No patient symptoms were reported.